Event description:
Pt prepared #1 foley tested for balloon. It did not inflate and was disposed of in garbage. #2 foley (2nd) tested for balloon. Inflated with 10cc fluid and retracted 10cc fluid, balloon deflated. Foley inserted in pt. Foley balloon inflated. Pt complained of leakage. Upon removing foley, balloon not deflating.